Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/19/2015 and did not confirm the reported event of no audio output for date of issue (B)(6) 2015.

Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded error log did not find any errors related to the issue. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional.